Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the device fell off into the patient. The procedure was completed with another like device without incident. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that the cannula cap was retrieved without additional dissection. The actual device was returned for evaluation with the cannula cap detached from the cannula tabs and it was returned broken damage. No more damages were noted during visual examination. The device was functionally examined and it worked as intended. It is possible that the cannula cap dislodged due to excessive forces applied to the device during use.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.